Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant false air in line alarms, which were not reproduced but confirmed during a review of the device event history log. When a 1081 density mixture of glycerin and deionized water was introduced into the IV set, the device went into an upstream occlusion alarm. The upstream sensor had low fluid numbers using the glycerin mixture in the IV set. It was determined that the root cause for this complaint was a wide inscribed pin dimension which has been proven to be a cause of false air in line alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.